Event description:
The pt was experiencing a return of symptoms as well as withdrawal. The pump was alarming. The pump was interrogated and showed that the pump was in safe state and multiple low battery resets had occurred. The device was replaced. The pump was used to delivery fentanyl, bupivicaine and baclofen. The pt was reported to have recovered without sequela.

Manufacturer narrative:
Final device analysis revealed a reliability non-conformance - s2 motor feedthru corrosion - bridging was seen across the glass of the m1 feedthru causing an unusual resistance reading of 67.2 ohms. Various logs in the pump showed the feedthru was causing a stall.